Event description:
It was reported that during a brachytherapy procedure, the device allegedly malfunctioned. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 04/2022.

Manufacturer narrative:
H10: manufacturing review: a device history record review was performed for the seeds lot and the lot met all release criteria. Investigation summary: the sample was not returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for the reported inaccurate information. A definitive root cause could not be determined based upon the available information. Labeling review: labeling was reviewed and found to be adequate. There is a section for administration and dosage with statement, "decay corrections must be made to properly calculate the activity of the brachysource seed implants from the labeled reference date to the day they are implanted. To correct for the physical decay of iodine-125, the decay factors at selected days before and after the assay date are shown in the table." The table is part of instruction for use. H10: d4 (expiry date: 04/2022), g3 h11: h6 (method) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that during a brachytherapy procedure, the device allegedly malfunctioned. There was no reported patient injury.